Manufacturer narrative:
The report of device thrombosis was confirmed based on the evaluation of the returned pump; however, a correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Upon disassembly of the returned device, a thrombus formation was found within the outlet stator. Although its specific origin and the duration of time for which it was present in the pump could not be conclusively determined, the thrombus¿ lack of laminated layering suggests that it did not originate in this location. In addition, its areas of denaturation and the contact marks on the outlet portion of the rotor indicate that it was present while the pump was operating. Although a specific cause for the development of the observed thrombus formation could not be conclusively determined, the thrombus could have caused increased drag on the rotor, resulting in the reported pump power elevations that were confirmed through the evaluation of the log file downloaded from the returned system controller. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced history of pump power elevations and suspicion of thrombosis was previously reported under medwatch MFR report # 2916596-2015-00620. (B)(4). Approximate age of device ¿ 1 year. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Within one week of implant, high pump power levels were observed. There has been a long standing suspicion of lvad thrombosis since implant. It was reported that the patient recently had a splenic infarct and was admitted on (B)(6) 2015. While hospitalized, the patient suffered a hemorrhagic cerebrovascular accident on (B)(6) 2015 affecting the right frontoparietal lobe and septic emboli was suspected. There was no increase in the patient's lactate dehydrogenase level. The patient's inr at the time of the event was 3.3 which is greater than their inr goal of 2-3. The patient was on coumadin and aspirin (325 mg) at the time of the event. The patient has a blood stream infection (bsi), the source of which was thought to possibly be from a peripherally inserted central catheter. Pump pocket and driveline infection was ruled out. The patient received a pump exchange on (B)(6) 2016 and continues with possible bsi infection post implant. No further information was provided. The pump is to be returned for evaluation.